Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2004; 4396 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced an arrhythmia that was not treated due to the wavelet. It was determined that the arrhythmia was a non-sustained rhythm, and that the device wavelet was only applied due to the atrial lead exhibiting far field r-wave (ffrw) oversensing. The wavelet was also determined to not be functioning appropriately based on initial programming settings, and was subsequently reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.